Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. Details of surgery: immediate extraction site. On (B)(6) 2023, the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and hypersensitivity. No further patient complications were reported.